Event description:
The facility's biomedical technician reported a fail code 302. The biomedical technician stated that there have been no reports of any patient incident involving this pump since the last baxter service event.